Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she had various problems post implant including bell¿s palsy, transient ischemic attack like symptoms, loss of all vision, and talking out of half of her face. The patient stated she had some improvement in her bowel symptoms, fecal incontinence, diarrhea, and fecal blowouts, but not the 60-70% like they were told. The patient noted she had depression after surgeries (learning sphincters broke/colonoscopy/upper/lower gi then trial then permanent implant), which she did not have before. The patient added she had thoughts of suicide and she was distraught because of everything and it not working. The patient noted she was bleeding out of the bandage post implant, so she had to go back and get more stitching. The patient mentioned having various emergency room visits and getting shocking sensation down her leg in the middle of the night, possibly from moving her leg. The patient stated this occurred all the time and she used to be able to sit for an extended periods, but now she looked like an 80 year old getting out of a chair after more than 5 minutes. The patient stated she wanted the implant removed. There was no date set for removal. The patient stated she was distraught at her follow up appointment with the managing healthcare professional (hcp) on (B)(6) 2015 and the hcp walked out. The patient is implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
After review, (B)(4) and (B)(4) also apply to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer regarding the patient on (B)(6) reported the patient stated the previous healthcare professional (hcp) dismissed the patient when the patient told the hcp the ins was not working for the patient. The patient stated the hcp did not provide any assistance to the patient at the follow up visit after the ins was implanted. The patient noted the ins didn¿t work for the patient a month after implant. There were no further complications that have been reported as a result of this event.